Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2019 with blood glucose of 546 mg/dl at the time of incident. The customer's current blood glucose is 546 mg/dl. Customer experienced symptoms such as sick, low blood glucose and dehydration related to high blood glucose. Customer stated that the blood glucose was 37 at the time of hospitalization. The customer was treated with glucose drip in the hospital. Based on customer report customer allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined. The insulin pump will not be returned for analysis.